Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during an internal hemorrhoidal ligation procedure performed on (B)(6) 2024. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7 device. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during an internal hemorrhoidal ligation procedure performed on (B)(6) 2024. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7 device. There were no reported patient complications as a result of this event. Additional information received on june 26, 2024: it was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Block h2 (additional information): block a1, block a4, block b5, block e1 (initial reporter title, initial reporter first name and last name, initial reporter address1, initial reporter city, initial reporter phone), and block e3 have been updated based on the additional information received on june 26, 2024 block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.